Event description:
The customer reported that the ortho provue probe appeared bent and was leaking, and fluid was found underneath the instrument. No error messages were posted. The customer indicated that they stopped using the instrument and that no erroneous results were reported. Probe issues and fluid leaks may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the probe wash station was cracked. The fe replaced the wash station and probe and performed probe adjustments. Replacement of the wash station and probe and probe adjustments has returned the instrument to expected operation. A search was performed concerning complaints logged by this customer. This customer has logged one similar complaint against this analyzer for a bent probe since this incident, however no leaking was observed. Compl(B) (4).